Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a "cracked lens" with no patient contact. Additional information was provided indicating that the cracked lens occurred before the cataract removal with intraocular lens (iol) placement. The iol was not loaded. The procedure was completed with a new iol.